Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The specimen pouch was completely separated from the ring, not cinched and partially folded. The pull ring was seated in the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after specimen pouch deployment before the specimen pouch is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, while removing the specimen, the pouch broke easily. Another device was opened to complete the case. There was no patient injury.